Event description:
It was reported that during a coronary artery treatment procedure, a dissection occurred. The lesion being treated was located in the left anterior descending artery. The lesion was crossed with a non-bsc guide wire and pre-dilated with a non-bsc balloon 2.0x10mm catheter at 10 atm. The physician implanted a 2.25x16mm promus element stent at 12 atm for 30 seconds. Post stenting dissection was noted at the proximal portion. The physician implanted a second promus element 2.25 x 28 mm overlapping the distal stent. In-stent dilation was done at the overlapping site. There was no reported patient injury and the patient status is stable.

Event description:
It was further reported that following media review of the index procedure performed on (B)(6) 2012, it was determined that the stent causing the dissection was the 2.25x28 mm as opposed to the 2.25x16 mm as originally reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).